Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/side pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included cervicitis. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) ¿ cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2017, pathology report: detached with the container are 2 similar appearing tan-pink fimbriated fallopian tubes that average 4.8 cm in length and are up to 0.5 cm in diameter. Section surfaces display in the proximal end of each. Tube it tightly spiraled metal wire grossly consisted with essure contraceptive device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia,pelvic pain." Most recent follow-up information incorporated above includes: on 22-may-2019: this case is incident. Reporter information was added. This case concerns adult patient. Her demographics were updated. Essure indication was amended. Essure removal date was added. Previously reported unspecified event injury was updated to more specified events: pain/side pain/chronic pelvic pain, abnormal bleeding (vaginal, menorrhagia), bloating and plaintiff did not undergo essure confirmation test were added. She had recovered from event: side pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.